Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly multiple times. Reportedly, the customer received a low power alert. Customer reported blood glucose (bg) level was 273 (mg/dl). A manual injection was delivered to address bg level. Reportedly, the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue that was identified.